Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information was requested, however is currently not available. A technical investigation was not possible to be performed, as the device is not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: not available, as no item number was available. Event summary: it is reported that an avenir stem had to be revised due to stem breakage. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Root cause analysis: root cause determination using dfmea. Fracture of implant due to insufficient fatigue strength of material. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Fracture of implant due to insufficient fatigue strength due to the design. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Fracture /damage /loosening of implant due to wrong behavior of the patient, high patient activity, patient disregards limits of the device. Possible: no information about the patient and his/her compliance with device recommendation. Fracture of implant due to wrong indication (e.g. Surgical position, bone quality, etc.). Possible: it is unknown how the stem was implanted. Additionally, neither the component nor x-rays or surgical reports are available, thus, cannot be excluded. Fracture of implant due to ha coating process weakens fatigue strength. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation. Fracture of implant due to general corrosion (crevice, pitting, galvanic). Possible: the component was not returned, thus, cannot be excluded. Fracture of implant due to damaging of the stem during implantation. Possible: it is unknown how the stem was implanted. Additionally, the component was not returned, thus, cannot be excluded. Fracture of implant due to impingement between cup and stem neck and/or luxation. Possible: it is unknown how the stem was implanted. Additionally, neither the component nor x-rays are available, thus, cannot be excluded. Failure of stem due to mechanical properties of the material (wrong material). Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Reduced performance of material due to resterilization by the user (off label use). Possible: it is unknown how the stem was implanted. Thus, cannot be excluded. Mechanical failure of device due to reuse of the device which is only intended for single use. Possible: it is unknown how the stem was implanted. Thus, cannot be excluded. Conclusion summary: it is only known that a patient underwent a revision surgery due to an avenir stem breakage. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The indication of stem implantation, the surgical procedure used and positioning of the implants are also unknown. In conclusion, due to significant lack of information, it is impossible to determine an exact root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information about the reason for the performed revision surgery was received and filed in the report. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported, that a patient was implanted with an avenir stem on an unknown date and explanted on an unknown date due to breakage of the device.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted an avenir stem on an unknown date and explanted on an unknown date due to unknown reasons. No further information is available at that time.